Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the device did not function as intended. The device was sent to supplier for evaluation. The following evaluation was received from the supplier: the initial customer complaint reported that the device did ¿not work at all¿. This can be confirmed, with the fault found to be a breakdown in continuity within the active circuit. A more detailed evaluation of the device found that the root cause to be a break in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document and the current risk severity category is classed as low and a failure severity of minor. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. The evidence seen is consistent with previous devices that have been investigated under a CAPA which has identified the components used in the process are not compatible for this method of joining and the root cause of this failure is a design fault. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. As detailed in control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary. Therefore no containment or correction action related to the individual complaints is required. As part of the design change, the complaint rate was evaluated and determined to be within acceptable limits. Therefore, the benefits outweigh the risks associated with the device; design change was implemented as product enhancement. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that during shoulder arthroscopy, acromioplasty, and biceps tenotomy, it was observed that the customer's vapr s90 electrode device did not work. A new vapr electrode with the same lot number was used to complete the surgery without any delay and harm. During in-house engineering evaluation, it was observed that the device did not coagulate. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.